Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the ventilator and verified the malfunction. The se replaced the breath delivery unit (bdu) printed circuit board, which resolved the reported issue. The unit passed extended self-testing.

Event description:
Report received that the ventilator was inoperable. The ventilator was not on a patient at the time of the event.